Manufacturer narrative:
On 10 october 2016 the medical affairs director performed a clinical evaluation and commented as follows: in similar cases in which the surgeon doesn't recut any bone but simply swap the liner (i.e.:to increase the height), the root cause for "laxity" could be found in an error during implantation or in traumas/accident involving the patient. For this reason, it can be reasonably excluded a correlation of the event with any implant's failure. Batch review performed on 28 october 2016. Lot 103158: (B)(4) items manufactured and released on 14 december 2010. Expiration date: 2015-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
The patient came in complaining of pain. The pain was caused by laxity of the knee. There is no report of trauma to the patient. The surgeon swapped the insert. The surgeon revised from a 12mm to a 17mm insert. The surgery was completed successfully. X-rays and explants are not available.